Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer also reported the system doesn't start up at all. This resulted in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.